Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's husband that since the device was implanted the patient has "a rash that peels all over her body". The device is still in use. No further patient complications have been reported as a result of this event.